Manufacturer narrative:
Concomitant medical products: 1688t lead, implanted (B)(6) 2008; 1688t lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and repositioning was attempted however the helix would not retract and the access point became occluded. The lead was explanted and replaced with another lead already in-situ. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage during use. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned stretched from original length 45cm to 54cm. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.